Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after rotablating, the pt was fine. The 3.0 x 8 mm promus stent was implanted in the proximal lad, overlapping previously implanted stent in the distal lad, and jailing the first diagonal. Although asymptomatic, the flow in the diagonal was reduced to timi 0, so the decision was made to balloon the diagonal. During placement of the whisper guide wire, the artery perforated. A balloon was used to stop the bleeding. It was inflated multiple times until it sealed itself. No additional event or pt info is available.

Manufacturer narrative:
The 3.0 x 8 mm promus (part 1009541-08b, lot unk) has been filed under MFR# 2024168-2009-02465.